Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that keyboard was broken. A field service engineer dispatched to cancel the work order due to customer resolve this issue. The system functioned as intended after customer troubleshoot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es keyboard was broken. The customer stated that this malfunction occurred when trying to issue a medication to a patient and that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.